Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The pusher wire, the main coil and the introducer sheath were returned for this complaint. The coil and pusher wire arms were not interlocked inside the introducer sheath, and blood was noticed. The twist lock of the introducer sheath had been opened. The pusher wire was inspected, and it was kinked. The main coil was found kinked/bent and stretched. No more damages were found in the device. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except for the number of fiber bundles, which were only 19 out of 25. The fiber loss was due to the stretched coil condition. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21apr2022. It was reported that the coil could not be delivered smoothly, detached on its own and was stretched. The target lesion was located in the left gastric artery. A 3mmx6cm interlock coil was selected for use. During the procedure, the micro-catheter was advanced to the bleeding site, a y-valve was connected and an interlock coil was advanced, but it could not be delivered smoothly. After multiple delivery, the coil detached on its own and was stretched. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.